Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, after the first attempt of delivery it was noted that the valve was not possible to re-sheath using the delivery system. A new 25mm navitor valve and a new small flexnav delivery system were chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was a delay of the procedure was caused by the necessity of prepare a second valve in a new delivery system. The patient was reported stable.

Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, a cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of retraction problem was reported. The flexnav delivery system was returned to abbott for investigation. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% lever were all manipulated and assessed, and all were functional with no anomalies noted. The proximal end of valve capsule showed deformation, consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, a cause for the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.